Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5071-35, lead; implant: (B)(6) 2014; model: 2088tc, competitor lead; implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia). Lead impedance and thresholds are normal/stable. Healthcare professional (hcp) was unable to reproduce lia, nst's with in office testing. Patient reported they were playing video games at the time of the recorded nst's. Potential electromagnetic interference (emi) is suspected. The lead remains in use. No patient complications have been reported as a result of this event.